Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that the patient obtained elevated blood glucose levels ranging from 200 mg/dl to 300 mg/dl for one month. At those times, the patient experienced the symptoms of frequent urination, increased thirst, increased hunger and fatigue. The patient noted she did not always take a correcting bolus dose of insulin, and on one occasion, delayed bolusing after exercise, which can contribute to increased blood glucose levels. No information was available about the infusion set or infusion site. Troubleshooting revealed the pump settings, programming, basal rate and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by not taking bolus doses of insulin via the pump at appropriate times. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.